Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing a pain at the ipg implant site. The pt indicated the pain is present whether stimulation is in use or not. The pt has been advised to f/u with her physician to address the issue.